Event description:
It has been reported that a prodisc c removal was completed on (B)(6) 2022. No additional information was provided.

Manufacturer narrative:
It was reported that a pdc removal was completed on (B)(6) 2022. Several unsuccessful attempts were made to collect more information on the case and the removed implant. A DHR review could not be completed as the lot number and part number were not reported. Complaint trending found that the rate of complaints is at the lowest possible level of improbable. The risk assessment found that the harm associated with the complaint is identified and mitigated to an acceptable level. A device evaluation could not be completed as the pdc implant was not returned for evaluation. No indication of the cause for the pdc removal, the complaint investigation outcome is unknown. This submission is 1 of 1 devices involved in this event.